Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time, the customer contact reported "leakage at the end of the set". No specific details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.